Event description:
During the procedure, while the physician was trying to access the left subclavian, the fluoroscopy imaging intermittently stopped functioning then stopped completely. Soft boot unsuccessful, hard boot unsuccessful. Clinical engineering was in the control room of the electrophysiology lab at time incident occurred. Physician completed case with portable c-arm attained from or. The x-ray control was giving an error of "image not ready for fl". This indicated a problem in the image chain including the image processing unit. The foot switch was replaced because the cable had frayed. During a subsequent case the following day, the fluoroscopy again became intermittent and then stopped completely. A portable c-arm was brought in from the or and the case was successfully completed. Initial indications were that there was a problem in the image chain including the image processing unit.